Manufacturer narrative:
Submit date: 07/26/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that they were going to use the device when they realized that the tip is broken and it did not have the tungsten tip. There was no patient harm because it was noticed before use.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A picture was attached to the complaint record. The reported condition is not confirmed. According to the picture, the issue was not observed. Because the sample has not been received the failure mode could not be confirmed, therefore the root cause was not identified for this incident, however due to previous evaluations and samples reported with this failure mode, the potential root cause that may have caused this condition could be lack of solvent during the bonding process. Since this is a manual operation the reported condition could have originated due to a lack of solvent between the tip connector to the bolus tip and hollow rod connector. The production personnel were notified about the reported condition. The acceptable quality level (aql) for sub assembly inspection was moved from normal to tighten in functional inspection to increase the confidence. A quality alert was posted on the line to reinforce the manual assembly and to make the operators aware about the most critical sections that must be covered with enough solvent. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.